Event description:
Near the end of the case, when the majority of the cardioplegia doses had already been administered, the cardioplegia pump tubing split. The customer replaced the split portion of the tubing with a connector in order to finish the case. There was no patient detriment and minimal blood loss associated with this product problem.